Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently did not observe drops of insulin exiting the infusion set tubing during bolus delivery. The customer's blood glucose (bg) level was in the 180 mg/dl range during the events. Reportedly, the customer resolved the issues by delivering the bolus via the fill tubing feature.